Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon used the device the first two firings used black, the next five green was used, and the last two were blue. After the fifth firing, the surgical tech removed the reload from the anvil and the bottom metal pan disconnected and stayed in the cartridge part of gun. We all looked at staple line which was bleeding. The staples all looked formed and oozing was clipped. The surgeon finished transection of the stomach. Three to five clips were used and then the staple line was imbricated with a running suture.

Manufacturer narrative:
(B)(4).additional information was requested and the following was obtained: how much blood was loss (ml)? None. Did the patient require a blood transfusion? If yes, how many units were given? N/a. Did the post-operative care change based on the event? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that the ple60a device was received in good visual condition and with an ecr60g cartridge reload, the returned reload was received fully fired and with the cartridge pan detached from the cartridge. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.